Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Cracks to the reservoir tube lip, battery tube threads and scratches to the lcd and reservoir tube windows noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had unresponsive buttons on his insulin pump. His blood glucose was 87mg/dl at the time of reporting. The device was returned for analysis. No additional information was reported.